Event description:
During testing at the user facility, the device delivered a messured volume of 16ml instead of the expected 20.1ml. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no additional info was provided.